Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. The field service engineer (fse) found multiple instances of user-initiated failures in the log. The issue could not be reproduced. Then, the fse inspected the rear of the drawer. A reboot attempt failed. The hardware test application indicated a position failure. The fse replaced the controller and the position sensor, then rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.1 had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.